Manufacturer narrative:
A getinge field service engineer (fse) evaluated the c s100 intra-aortic balloon pump (iabp). Fse could not duplicate fault. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not capturing.